Event description:
It was reported that the pump battery was unresponsive. At the time of the event, the customer was not using the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.